Event description:
Baxter (B)(4) reported the spike of the transfer set was separated unexpectedly from the spike port of the extraneal. The connector cover was not attached. There was no patient injury or medical intervention. The actual sample (only transfer set) is available for evaluation.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer report of the spike of the transfer set was separated unexpectedly from the spike port of the extraneal bag was not confirmed in the lab. During visual inspection no manufacturing abnormalities were noted. The set was tested underwater at 8 psi with no leak noted. A batch review was not performed as the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.